Event description:
A report was received from the field indicating that during a coronary intervention, the 3.00 x 8 cypher stent snapped in half, when they were loading the stent on the wire. The product was not used in patient.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.